Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was confirmed to be a lead issue versus a possible device issue. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.